Event description:
The customer stated one patient sample generated a higher than expected result of 120.35 u/ml for the architect ca19-9xr reagent. Expected results of 6.82 and 8.56 were obtained after the sample was retested. No impact to patient management was reported.

Manufacturer narrative:
The initial report was filed against an ex-us product that has a similar product (2k91-27) distributed in the us. Product evaluation was completed in order to investigate this issue. Accuracy testing was completed on likely cause lot 06086m600 and the testing had passed. The evaluation results show that there is no product malfunction. This lot is performing as intended and no additional product issues were identified for this specific lot. The issue the customer reported was limited to a single patient sample and the information the customer provided was not sufficient to indicate a malfunction had occurred since the sample in question was not available for the investigation. Based on the evaluation results, it was determined that there is no product malfunction. The issue the customer reported was resolved by their maintenance of the instrument, specifically part replacement (probe) and no additional product issues were identified. Therefore, further investigation was not warranted. Per the results of the product evaluation mentioned above, this issue is no longer reportable.

Manufacturer narrative:
(B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.